Manufacturer narrative:
The pump was returned to animas for eval. The pump was found to have a data corruption.

Event description:
The pt reported that they rec'd a text alert on the pump screen, but did not receive an audible or vibratory alarm.